Event description:
The product(s) was receivedand and during incoming/labeling operation found the following defect. Details of the defect is ripped (tyvek).

Manufacturer narrative:
(B)(4): information is unavailable; device was not returned for evaluation.

Manufacturer narrative:
(B)(4). We were unable to analyze the sample utilized in the reported event, as the package was not returned to us. The photograph was submitted; the photo shows tyvek that appears to be ripped at the outer edge of the package. It cannot be determined by the photo if the tear interferes with or affects the integrity of package sterility. Analysis of the sample will be performed if the sample is returned. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Customer complaint indicated that package had ripped tyvek. Each of the six sealed packages was visually inspected. Three of the packages had a small rip on the outer edge of the tyvek causing a delamination of the tyvek layers. The damage did not cause any breach of sterility. Lot history records were reviewed. No protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.